Manufacturer narrative:
It was reported the sample of the disposable was not saved for analysis. Photo of the incorrect flow was seen and arrest cassette was filled with blood, indicating the check valve malfunctioned, causing back flow from the hex to the cassette. The additive cassette did not exhibit the same failure. A process review was completed of the aa cassette assembly and no manufacturing or quality issues were identified. The check valve is manufactured at an external supplier the function is verified at their facility. The cause of the failure cannot be traced to quest manufacturing process. The root cause is due to an inadequate check valve allowing back flow of blood into the arrest pouch. The root cause of the check valve failure is being investigated in a scar (supplier corrective action), the check valve function is verified at the supplier manufacturer level.

Event description:
On (B)(6) 2025, a user at (B)(6) medical center reported a malfunction with an mps2 disposable (lot: 77324). During priming of the additive side, the device repeatedly generated a pressure error. This error persisted when a second mps2 disposable was attempted. Upon priming, the additive pouch was found to contain approximately 50cc of priming fluid, though no fluid should be present post-prime. The user proceeded with the procedure with the additive setting at "0." During use, blood flowed from the machine into the additive pouch, filling it. Subsequent priming of a different disposable on the same machine with a saline bag proceeded normally, with correct readings on both sides.

Manufacturer narrative:
It was reported the sample of the disposable was not saved for analysis. Photo of the incorrect flow was seen and arrest cassette was filled with blood, indicating the check valve malfunctioned, causing back flow from the hex to the cassette. The additive cassette did not exhibit the same failure. A process review was completed of the aa cassette assembly and no manufacturing or quality issues were identified. The check valve is manufactured at an external supplier the function is verified at their facility. The cause of the failure cannot be traced to quest manufacturing process. The root cause is due to an inadequate check valve allowing back flow of blood into the arrest pouch. The root cause of the check valve failure is being investigated in a scar (supplier corrective action), the check valve function is verified at the supplier manufacturer level.

Event description:
On (B)(6) 2025, a user at (B)(6) medical center reported a malfunction with an mps2 disposable (lot: 77324). During priming of the additive side, the device repeatedly generated a pressure error. This error persisted when a second mps2 disposable was attempted. Upon priming, the additive pouch was found to contain approximately 50cc of priming fluid, though no fluid should be present post-prime. The user proceeded with the procedure with the additive setting at "0." During use, blood flowed from the machine into the additive pouch, filling it. Subsequent priming of a different disposable on the same machine with a saline bag proceeded normally, with correct readings on both sides.